Event description:
It was reported that the black coating of the system 6 sterilization case is peeling and flaking off during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete

Event description:
It was reported that the black coating of the system 6 sterilization case is peeling and flaking off during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was duplicated. It was confirmed by the engineer the black coating that covers the inserts had chipped off. Based on a sme consultation and a review of the IFU, the life of a sterilization tray is dependent upon many factors, including but not limited to, cleaning agents used, the method and duration of each use and the handling of the tray between uses.